Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain 5) alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for sample evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.